Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator. The reason for call was the pt rep said they were able to get a 100% charge on the wireless recharger and they went to open the dbs therapy app and it said to connect and hold on. Agent asked the caller if they were trying to charge the patient's implant and they said they believe they have already done that because they have had it on for 20-30 minutes and the screen says 100%. Agent asked if therapy was on and caller said no, therapy was off. Caller said the patient has not been under therapy for the last week and a half. Agent reviewed how to turn therapy on. Caller was able to connect to the implant and said the implant was at 30% and they had a good connection. Then the therapy said off again. Patient rep is going to charge the stimulator and then turn therapy back on. Caller did not know the therapy was off until today. Additional information received from patient representative (pt rep). Pt rep called to review general communicator use. Agent reviewed and offered to assist patient with connecting to dbs implant over the phone, but caller declined because they need to charge their devices. Caller stated that as of now they do not see blinking lights on communicator. Caller stated they will charge their communicator and call back if necessary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient has had no problems with the device showing 'off'. The issue has resolved and it works great.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.